Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported an issue with the sensor glucose versus blood glucose levels. Customer stated that he was often woken up at night with an alarm indicating that he was going low to 50 mg/dl to 60 mg/dl when in reality his blood glucose reading was 80 mg/dl or 120 mg/dl. Customer's current blood glucose reading is 268 mg/dl. No further information reported.